Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer¿s family reported other blood glucose values were 580 mg/dl, 480 mg/dl, 400 mg/dl and 100 mg/dl. Customer¿s family reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s family reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.